Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and bradycardia. Implantable pulse generator (ipg) was checked and pacing pauses were observed. It was also noted that the right ventricular (rv) lead exhibited varying thresholds and possible oversensing. The rv lead was reprogrammed which resolved the patient symptoms. Ipg and rv lead remains in use. No further patient complications have been reported as a result of this event.